Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient stated that they knew why the device had alarmed. The patient explained that the previous night they performed a manual fill of 2000ml prior to starting the therapy. The device started the therapy but did not perform an initial drain and fill one resulted in another 2000ml being added. The patient felt overfilled and drained out over 4000ml in drain one. The initial drain alarm setting was at 0ml. The technical service representative assisted the patient with clearing the alarm and explained why the device went past the initial drain. The patient was to reach out to the nurse about their initial drain alarm setting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.